Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A caregiver called adc and reported the customer receiving higher readings when compared to blood test results. The caregiver further reported that on an unspecified date, sensor readings of 284 mg/dl, 247 mg/dl, and 276 mg/dl were received compared to readings of 67 mg/dl, 94 mg/dl, and 120 mg/dl obtained from blood test. The customer experienced a loss of consciousness and was incapable of self-treating. The caregiver treated the customer with glucose and refused to provide additional information. There was no report of death or permanent injury associated with this event.